Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. It was also notes that the patient experienced arrhythmia. Programming changes were made. The patient was stable.